Event description:
As reported by a field clinical specialist in japan, during a transfemoral transcatheter aortic valve replacement procedure with a 29mm sapien 3 ultra resilia valve, the reporter noted that due to vascular tortuosity, the esheath+ could not be advanced. A vessel balloon dilation was attempted. When the delivery system was advanced through the tortuous vessel, the valve broke through the esheath+, and the valve protruded out the side of the sheath. During insertion of the esheath+, difficulty was encountered and pre-dilation of the vessel was performed. When the delivery system was advanced, it entered the esheath+ at an acute angle, and the valve broke through the esheath+. The damage location was reported at the esheath+ shaft (blue portion) and liner, and esheath+ liner damage was identified. There was no withdrawal difficulty, and the system was removed as one unit with the valve on the delivery system within the sheath. No patient injury was reported. No additional corrective actions were taken during the case. The device was discarded and not returned for evaluation. The final patient outcome was not available at the time of reporting.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, and conclusions in h11 were updated. H6 codes were added: component code, type of investigation. H6 codes were corrected: investigation findings, investigation conclusions. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaints for liner puncture and resistance were confirmed based on the information available. Available information suggests patient factors (calcification, tortuosity) likely contributed to the resistance experienced. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. More than one of factors can compound to further exacerbate the patient/procedural conditions and increase the likelihood of encountering resistance during delivery system advancement through the sheath. Available information suggests patient factors (tortuosity) and/or procedural factors (high push force) likely contributed to the reported liner puncture. High push forces exerted to overcome resistance in challenging anatomy can compromise sheath integrity, resulting in punctures. Forceful device maneuvers can damage the sheath components in direct contact with rigid anatomical features (e.g. Sharp calcium nodules). When combined with non-coaxial advancement trajectories (rendered through anatomical complexities, such as tortuosity, and/or manual device misalignments), these forces can further exacerbate damage to the liner, particularly when interacting with crimped valve struts. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.